Event description:
Customer states that their meter is missing segments and can no longer see the 100s on their meter. A review of the system was conducted over the phone. This review indicated that the meter was missing segments from the display. The customer was asked to return the meter for further evaluation and replacement was provided.